Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, pap smear abnormal, colposcopy abnormal, asthma, anemia, obesity, fibromyalgia, arthritis, intervertebral disc protrusion, prolapsed lumbar disc, grand multiparity, d & c and gastric bypass in 2009. On (B)(6) 2015: examination of the pelvis with transabdominal ultrasound. Impression: the uterus to be normal in size. Endometrial lining thickness measured at 16 rnm. Concurrent conditions included vaginal haemorrhage, uterine bleeding, vaginitis, vulvovaginitis, coital bleeding, menorrhagia, asc-us and anesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), scar ("vaginal scarring"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (novasure endometrial ablation and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, infection, scar, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, infection, neuromyopathy, pelvic pain, scar and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: satisfactory occlusion of bilateral fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, pap smear abnormal, colposcopy abnormal, asthma, anemia, obesity, fibromyalgia, arthritis, intervertebral disc protrusion, prolapsed lumbar disc, grand multiparity, d & c and gastric bypass in 2009. On (B)(6) 2015: examination of the pelvis with transabdominal ultrasound. Impression: the uterus to be normal in size. Endometrial lining thickness measured at 16 rnm. Concurrent conditions included vaginal haemorrhage, uterine bleeding, vaginitis, vulvovaginitis, post coital bleeding, menorrhagia, asc-us and anesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), vaginal disorder ("vaginal scarring"), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (novasure endometrial ablation and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, infection, vaginal disorder, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, infection, neuromyopathy, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: impression: satisfactory occlusion of bilateral fallopian tubes.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.